Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited a high threshold and sensing and impedances were significantly lower than at implant. An x-ray showed lead perforation. The patient was asymptomatic. During the revision, it took multiple attempts to retract the helix, and when an attempt to reposition the rv lead, the helix would not extend. The rv lead was explanted and replaced. There were no adverse health consequences to the patient.